Manufacturer narrative:
Additional information received. The product was returned for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during coronary angiography using a 100 cm. 5.2 fr. Jl 3.5 catheter, it was noted that some air bubbles were injected. After checking the catheter, it was noted that the luer-lock system was not properly hooked. The product will be returned for inspection. Additional information received indicated that the patient did not experience an adverse event or injury as a result of the air bubble injection and that no intervention was necessary as a result of the air bubble injection reported. The loose connection of the catheter reported occurred with both a power injector and with a syringe/manifold. The procedure was completed normally and was completed successfully. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available.

Manufacturer narrative:
As reported, during coronary angiography using a 100 cm. 5.2 fr. Jl 3.5 supertorque catheter, it was noted that some air bubbles were injected. After checking the catheter, it was noted that the luer-lock system was not properly hooked. The loose connection of the catheter reported occurred with both a power injector and with a syringe/manifold. The patient did not experience an adverse event or injury as a result of the air bubble injection, and no intervention was necessary as a result of the air bubble injection reported. The procedure was completed normally and was completed successfully. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available.   One not sterile cath f5.2+ jl3.5 100 cm was received coiled inside a plastic bag. No damages or anomalies were noted in the device hub nor on other section of the device. The catheter hub looks smooth and in good shape. A functional test was performed to the received product. A syringe lab sample was fitted without any difficulty, and no leakages nor other anomalies were observed during the test. A device history record (DHR) review of lot 17576145 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.   The reported ¿luer hub - incompatibility/fit - with syringe¿ was not confirmed through analysis of the returned device.  The exact cause of the incompatibility/fit and subsequent injection of air could not be determined during analysis. Based on the information available for review, concomitant device(s) and/or handling factors may have contributed to the event reported since no anomalies were noted to the returned device. According to the instructions for use: ¿before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution. Keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least once every two minutes.¿ if the user is unable to properly remove air from the device, or properly connect the luer hub to a syringe, the user is trained to determine cause and/or exchange devices. Air embolism is a potential adverse event associated with angiographic catheters and is listed in the IFU as such. An air embolism can occur when the connection of the device to a syringe or IV tubing is not properly sealed, allowing air into the device, and subsequent delivery of an air embolism into the patient. The severity of an air embolism depends on the amount of air injected. If a large quantity is injected, it can travel to the lungs, causing a pulmonary embolism; or to the brain, causing a cerebrovascular infarction. In this case, the patient was not treated, and the patient did not experience an adverse event. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.